Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured. It was also noted that the tip was damage. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition. It was further reported that the balloon was inflated beyond the recommended rated burst pressure, and that there were no other issues.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of failure to follow instructions as the complaint reported that the balloon burst and the balloon was inflated beyond the recommended rated burst pressure (rbp). This conclusion code is based on the available information and the review conducted at the complaint investigation site. The IFU instructs the user to inflate the balloon to the appropriate pressure to perform dilatation and the complaint is stating that this was exceeded. The device was not returned for analysis therefore the reported balloon rupture cannot be confirmed.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured. It was also noted that the tip was damage. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.